Event description:
It was reported that during a lap cholecystectomy procedure, fired 4 clips and then stop deploying clips. Pulled a new one to complete procedure. One device returning.

Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned for analysis. The device was noted to have the cam broken. In addition, clips formation could not be verified as there were no clips remaining on the device. An investigation has been initiated to determine the cause of this issue.